Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the hospital with the implantable cardiac monitor exhibiting oversensing. The device was reprogrammed successfully.

Manufacturer narrative:
Correction : initial reporter should have been dr. (B)(6) at central(B)(4) medical center at 300 main st., (B)(4) with the phone number +1(."